Manufacturer narrative:
8/17/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon flushed the cavity and applied another device to complete the procedure. The hosp has reported no pt injury occurred.